Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. There was no patient harm or injury reported with this notification. The customer had placed a call to the local philips helpdesk for this issue. A philips service engineer (se) was sent to the customer site for this issue. The philips se evaluated and determined that the proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The philips se replaced the device's proportional valve and 3-way valve to address the issue. After the philips se replaced the parts on the device, the philips se performed the final test on the device. The test passed for all of the tests, and it was returned to service.